Event description:
Found during routine testing. It was reported that the device failed to turn on. There was no pt associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that the battery pins were loose and not making a good connection with the batteries when they were installed in the battery wells. The battery pins were tightened and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.